Event description:
During a routine inspection, it was reported that the device illuminated the service wrench and logged an event code that indicated a potential critical failure in the memory. There was no pt use associated with the event. Physio-control evaluated the device and found that it was unable to deliver defibrillation therapy.

Manufacturer narrative:
(B)(4): physio-control determined the cause of the reported failure to be failure of the h-bridge ic chip, designator u1, from the analog pcb assembly. Legs one and sixteen of the u1 chip had open solder joints. A replacement device was provided to the customer.